Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that the rubber casing of the patient cable was coming loose.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported event of the rubber casing of the patient cable coming loose, was confirmed. The unit was sent to the edc service center for repair, where the mobile power unit (B)(4) was evaluated under work order # (B)(4). Patient cable and red battery strap were replaced. All functional tests passed, and the unit operated as intended. The returned patient cable was connected to a test heartmate ii controller, mpu, and test loop, and it was found to operate as intended. The rubber casing of the patient cable did not affect the functionality of the unit and the controller was able to operate the pump at the set speed. A root cause for the reported event cannot conclusively be determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Setup and use of the mobile power unit (mpu) with the heartmate ii lvas system are documented in the heartmate ii lvas patient handbook with mpu and heartmate ii lvas IFU with mpu. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the rubber casing of the patient cable coming loose, was confirmed at the service center. The unit was sent to the edc service center for repair, where the mobile power unit (B)(6) was evaluated. Patient cable and red battery strap were replaced. All functional tests passed and the unit operated as intended. The rubber casing of the patient cable did not affect the functionality of the unit. A root cause for the reported event cannot conclusively be determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Setup and use of the mobile power unit (mpu) with the heartmate ii lvas system are documented in the heartmate ii lvas patient handbook with mpu and heartmate ii lvas IFU with mpu. No further information was provided. The manufacturer is closing the file on this event.